Manufacturer narrative:
The device was returned to the endochoice service center for evaluation and repair. A problem with the image was identified requiring a repair, in which the ccd camera assembly was replaced.

Event description:
It was reported that the middle screen image was lost. It was not reported whether or not this occurred during a case, or if there was any negative health consequence to any patient.